Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that patient underwent partial mesh excision on (B)(6) 2011 and mesh revision on (B)(6) 2013.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2006 due to chronic pain, erosion. It was reported that patient underwent mesh excision on (B)(6) 2007 due to chronic pelvic pain and mesh complications. It was reported that patient underwent a miniarc sling on (B)(6) 2014 due to urinary recurrence.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to pelvic pain, stress urinary incontinence, rectocele (2006), and cystocele (2006). It was reported that she experienced pain, infection, urinary/bowel problems, dyspareunia, and erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.